Manufacturer narrative:
Corrected field: h6(health effect ¿ impact codes) a getinge field service engineer evaluated the unit and he was informed ¿iabp may require maintenance¿ alarm during initial start of treatment on patient. Machine was replaced with another iabp. Machine to be collected back to workshop for further check and repair. Fse performed compressor running test. Pm was also performed to replace the compressor due to reaching 5000 hours of use. All functional tests and safety tests passed according to factory specifications after replacement of compressor- no ¿iabp may require maintenance¿ msg shown- machine returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received compressor with a reported unit failure of a "iabp may require maintenance" message. Also stated this part was replaced due to reaching 5000 hours of use. The fat performed a visual inspection and found the part to be in good condition. The fat tested part in cardiosave test fixture to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the compressor for 1 hour with no issues found. Fat could not verify any issue with the scroll compressor. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during initial start of treatment on patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance was replaced with another. There was no patient involved.

Event description:
It was reported that during initial start of treatment, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance was replaced with another. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.